Event description:
During regular follow-up, an externalized conductor was observed on fluoroscopy. Cine views confirmed externalized conductors. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.